Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete.

Event description:
It was reported that while using bd phoenix¿ pmic/ID-107 customer received several instances of false resistance when using. There were several instances of false resistance being reported. 1) what was the erroneous result? False resistance for vancomycin. 2) what was the confirmatory method used to determine the result was erroneous? State lab - disc diffusion and pcr - van a and van b gene detecting pcr system. Customer used pcr also - lab developed test. 3) were there any corrected reports? Yes, all three reports had to be redacted and corrected three patients were placed in isolation and vancomycin was omitted from the care treatment since the report was resistant. If the result was reported out as sensitive as it should have, based on the pcr testing, the patients would have received vancomycin. The following information was provided by the initial reporter several instances of false resistance when using -448607 lot #1355046-.customer states the vancomycin result is coming in too high at >16, however when these isolates were sent to the state and tested against the lab's pcr system, vancomycin was reported as sensitive.

Event description:
It was reported that while using bd phoenix¿ pmic/ID-107 customer received several instances of false resistance when using. There were several instances of false resistance being reported. 1) what was the erroneous result? False resistance for vancomycin. 2) what was the confirmatory method used to determine the result was erroneous? State lab - disc diffusion and pcr - van a and van b gene detecting pcr system. Customer used pcr also - lab developed test. 3) were there any corrected reports? Yes, all three reports had to be redacted and corrected. Three patients were placed in isolation and vancomycin was omitted from the care treatment since the report was resistant. If the result was reported out as sensitive as it should have, based on the pcr testing, the patients would have received vancomycin. No adverse medical impact was reported due to the corrected reports or delay in treatment. The following information was provided by the initial reporter: several instances of false resistance when using -448607 lot #1355046-.customer states the vancomycin result is coming in too high at >16, however when these isolates were sent to the state and tested against the lab's pcr system, vancomycin was reported as sensitive.

Manufacturer narrative:
The following fields were updated/corrected: b5. It was reported that while using bd phoenix¿ pmic/ID-107 customer received several instances of false resistance when using. There were several instances of false resistance being reported. 1) what was the erroneous result? False resistance for vancomycin. 2) what was the confirmatory method used to determine the result was erroneous? State lab - disc diffusion and pcr - van a and van b gene detecting pcr system. Customer used pcr also - lab developed test. 3) were there any corrected reports? Yes, all three reports had to be redacted and corrected. Three patients were placed in isolation and vancomycin was omitted from the care treatment since the report was resistant. If the result was reported out as sensitive as it should have, based on the pcr testing, the patients would have received vancomycin. No adverse medical impact was reported due to the corrected reports or delay in treatment. The following information was provided by the initial reporter: several instances of false resistance when using -448607 lot #1355046-.customer states the vancomycin result is coming in too high at >16, however when these isolates were sent to the state and tested against the lab's pcr system, vancomycin was reported as sensitive. G4. 510(k) #: the bd phoenix bd phoenix¿ pmic/ID-107 is an antimicrobial resistance panel that consists of a combination of the following 510k numbers: k020322, k021954, k023273, k023301, k024152, k030677, k031306, k031679, k032131, k033784, k033907, k040006, k040106, k040716, k050089, k050555, k051689, k053241, k060214, k060217, k060218, k060493, k070809, k082538, k082852, k131331. H5. Labeled for single use?: yes.

Manufacturer narrative:
H.6 investigation summary: this complaint is for false resistance to vancomycin with staphylococcus aureus when using phoenix panel nmic-451 (448607) batch number 1355046. The customer did not provide panel returns, isolates or lab reports for the investigation. The customer reported that the decontamination of their ap seems to have resolved the issue. Replacement panels received by the customer have been running with no error. Decontamination of the ap appears to have resolved the issues. There were no additional vrsas to report. Based on the follow up details provided by the customer, the panel batch in question is not considered to be defective. For further investigation, a review of quality notifications revealed no quality notifications generated on the complaint batch. Complaint trending was performed on this material and no trends were identified associated with this defect. Based on the overall investigation performed, this complaint is unable to be confirmed for a panel issue. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary.

Event description:
It was reported that while using bd phoenix¿ pmic/ID-107 customer received several instances of false resistance when using. There were several instances of false resistance being reported. 1) what was the erroneous result? False resistance for vancomycin. 2) what was the confirmatory method used to determine the result was erroneous? State lab - disc diffusion and pcr - van a and van b gene detecting pcr system. Customer used pcr also - lab developed test. 3) were there any corrected reports? Yes, all three reports had to be redacted and corrected. Three patients were placed in isolation and vancomycin was omitted from the care treatment since the report was resistant. If the result was reported out as sensitive as it should have, based on the pcr testing, the patients would have received vancomycin. No adverse medical impact was reported due to the corrected reports or delay in treatment. The following information was provided by the initial reporter: several instances of false resistance when using -448607 lot #1355046-.customer states the vancomycin result is coming in too high at >16, however when these isolates were sent to the state and tested against the lab's pcr system, vancomycin was reported as sensitive.